Manufacturer narrative:
(B)(4). An incomplete connection is a known use error and cause of this issue. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line to the transfer set. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a leak from the connection between the transfer set and patient line of the cassette. The patient was connected to the homechoice device at the time of the event. The patient stated that they had cross threaded the connection which lead to the leak. There was no damage to the transfer set. The patient was given antibiotics as a precaution. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.